Event description:
Hospital reported patient was diagnosed with infectious epithelial keratitis in the left eye. The culture of contact lenses was positive for free amoeba (case and solution were not tested). Patient was treated with desomedine (hexamidine) and phmb 0.02% eye-drops and signs improved after 8 days of treatment. Patient has been treated before for 3 weeks with unknown non adapted treatment. Patient reported to be complaint with the instruction for use of soft contact lenses. The treating doctor reported that the clinical status is good. No other information was available.

Manufacturer narrative:
The contact lens was not available for evaluation by the manufacturer. The lot device history records were reviewed and show that all requirements were met. Based on the information, no causal factors can be determined and no conclusion can be drawn.